Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service center in the (B)(4), where it was inspected and repaired by a trained fph service engineer. Our investigation is accordingly based on the service report and photograph provided by fph service center. Results: inspection conducted by fph service center confirmed the broken gas outlet port of the neopuff unit that the hospital reported. A lot check revealed no other complaints of this nature for lot number 040322. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. This suggests that gas outlet port of the subject neopuff unit was damaged after it was released for distribution. The subject neopuff unit was repaired and returned to the hospital after passing the performance checks specified in the neopuff product technical manual.

Event description:
A hospital in the (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator had broken off. This was observed before use on a patient.